Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-mar-16. The initial reporter was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing fentanyl (500mcg/ml at 50mcg/day). The indication for use was non-malignant pain. The patient's weight was unknown. It was reported that the patient was flipping her pump, which caused the catheter to coil/kink and move. The pump segment and part of the spinal segment were replaced on (B)(6) 2017 and the physician sutured the pump more securely to prevent further flipping. The issue was considered resolved at the time of report, and the patient's status was alive - no injury. There were no environmental, external, or patient factors that may have led or contributed to the issue, and no troubleshooting or diagnostics were performed. It was unknown when the issue began.